Manufacturer narrative:
The investigation consisted of a review of the device history record, video image and special instructions. The configuration of the pack by the design department was also reviewed. The conclusion reached is the blue towels (B)(4) are likely the cause of the scattered lint fibers. Corrective action from the towel manufacturer has not yet been received, however the towels are no longer a component in this eye pack. As the cotton towel is a chosen component by the customer, there is an option to select another synthetic with less possibility of shedding fibers. The towel processing reduces linting, but cotton does lint by nature and the customers are aware of that fact. Cardinal health is filing as the convenience kit assembler.

Event description:
The packs have small blue fibers in them and there is nothing in the pack that they seem to be coming from. These fibers are finding their way into the anterior chamber of the eye during surgery. Some patients have retained fibers still in the operative site that may or may not require future surgical removal.